Event description:
New information received notes the infection was discovered when the patient presented with symptoms during a follow-up. Endocarditis and vegetation were found by blood cultures and transesophageal echocardiogram. The infection was not related with the abbott products or procedure.

Event description:
It was noted that the pacemaker, right atrial lead and right ventricular lead were explanted due to bacteremia infection at the device site. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.